Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a stent graft interventional procedure. Reportedly, the sutures failed to deploy with both proglides. The sutures did not capture the vessel and came out with the devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a size greater than 8.5f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.